Event description:
It was reported that the procedure performed was to treat a heavily calcified, heavily tortuous retroauricular popliteal artery via a cross over technique. During deployment of a 5.0x40mm absolute pro self-expanding stent (ses) on a 0.035 unspecified guide wire, resistance was met with the thumbwheel and the stent only partially deployed. The absolute pro ses handle was disassembled to manually deploy the stent and the stent implanted at the lesion. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking thumbwheel and the reported difficult or delayed activation were unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was bent in the heavily calcified and heavily tortuous anatomy preventing the shaft lumens from moving freely; thus resulting in the reported physical resistance / sticking thumbwheel and the reported difficult or delayed activation. Interaction and/or manipulation of the device resulted in the noted device damages (multiple inner member chatter marks, multiple stent sheath kinks, outer member kink, bent hypotube) contributing in preventing the shaft lumens from moving freely; thus contributing to the reported difficulties. As reported, the absolute pro ses handle was disassembled to manually deploy the stent and the stent implanted at the lesion. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.